Event description:
Additional information was received that the lead was returned and was forwarded for analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and asystole of less than 2 seconds due to dislodgement. Subsequently, the lead was successfully explanted and replaced. It was reported that this lead was to be returned. At this time, the lead has not been received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.